Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the manifold valve not switching fully. Additional malfunction for this device, the on/off switch had no alarm.